Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device fired but only deployed part of the staples. The case was completed with another reload cartridge. There was no reported patient consequence.